Event description:
Boston scientific received information that during a follow up out of range pacing impedances were noted on this right ventricular lead. In addition the pacing thresholds had increased. The daily measurements showed a gradual increase in pacing impedances and most recently the out of range measurements. An x-ray was performed but no damage was confirmed on this lead. The device was reprogrammed and a follow up was scheduled. No adverse patient effects were reported.

Event description:
A follow up took place and impedance measurements remained out of range. A lead replacement was recommended but the patient did not want to undergo a replacement. The patient will be taking sometime to decide what treatment option they would prefer. At this time the system remains implanted.

Manufacturer narrative:
(B)(4). Should additional information become available, this investigation will be updated.

Manufacturer narrative:
(B)(4).